Event description:
It was reported there was a resistance between the spring wire guide and needle, and the spring wire guide was kinked. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Visual inspection of the sample revealed the guide wire had offset coils and several kinks and bends near the distal end of its body. The guide wire tubing was split towards its distal end. This is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. The offset coils in the guide wire measured 5 mm from the distal tip. The major bends in the guide wire measured 8-12mm and 14-20mm from the distal tip. The total length of the swg measured 4.625" which is within specifications of 4.4375-4.6875" per swg graphic. The outer diameter of the swg measured 0.392 mm which is within specifications of 0.381-0.404 mm per swg graphic. The outer diameter of the needle cannula measured 0.02505" which is within specifications of 0.0250-0.0255" per needle cannula graphic. The inner diameter of the needle cannula measured 0.017" which is within specifications of 0.0165-0.0180" per needle cannula graphic. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire contained offset coils and several bends in its distal end. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed based on sales history with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported there was a resistance between the spring wire guide and needle, and the spring wire guide was kinked. No patient involvement.